Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 chemistry analyzer, and identified the failure mode as contamination of the flow cell. The fse decontaminated the flow cell and replaced the carbon bridge to resolve the issue. Patient demographics were not provided. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low sodium (na) patient results on their dxc 600 instrument. The test was repeated on a different instrument with results considered correct. The erroneous results were reported out of the laboratory, but were later amended. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event.